Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device gave a blower temp high and shut down due to reported 1002 blower temp vent inop occurrence.no patient involvement reported.